Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a battery voltage of 2.95 volts 'out of the box'. The box was labeled beginning of life 3.25 volts. The charge time was 9.2 seconds. A boston scientific technical services (ts) consultant advised keeping the device at room temperature for 24-48 hours and rechecking the voltage.